Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure implant") and ectopic pregnancy ("ectopic pregnancy/ post-implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and pelvic pain ("persistent pelvic pain") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent a laparoscopic removal of the essure implants due to complications from the essure). Essure was removed. At the time of the report, the device dislocation, ectopic pregnancy, menstrual disorder and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure implant/left tube is in unsatisfactory position'), ectopic pregnancy with contraceptive device ('ectopic pregnancy/ post-implant pregnancy') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy') in a 34-year-old female patient who had essure (batch no. 810880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude fallopian tube". The patient's medical history included parity 3 (live births: 3 ( (B)(6) 1993; (B)(6) 2001; (B)(6) 2011)), abortion (3) and miscarriage. Previously administered products included for chlamydia: zithromax. Concurrent conditions included overweight (bmi: 29.754) and menses irregular. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 for female sterilization as well as azithromycin from (B)(6) 2013 to (B)(6) 2014, fluconazole from (B)(6) 2010 to (B)(6) 2014 and ibuprofen since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) -2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain ("persistent pelvic pain/pain: pelvic area"), mood swings ("mood swings") and abdominal pain ("pain: abdominal area") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and genital haemorrhage ("abnormal bleeding "). The patient was treated with clonidine, paracetamol (acetaminophen) and surgery (bilateral salpingectomy and pregnancy (termination)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and abdominal pain was resolving, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menstrual disorder, mood swings, female sexual dysfunction, depression, anxiety and weight increased outcome was unknown and the pelvic pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, menstrual disorder, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 149 lbs plaintiff suffered physical pain and emotional anguish because of the essure® device. On (B)(6) 2014: pathology report: right and left fallopian tube: complete transection confirmed. Treatment received for pain, abnormal bleeding, migration. Left coil: 03, right coil: 04. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) and other- left tube is in unsatisfactory position and contrast is seen; on (B)(6) 2011: unilateral occlusion (right tube occluded) and other- left tube is in unsatisfactory position and contrast is seen. Pregnancy test - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: essure devices are seen in place.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporters information, medical history and rcc were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure implant/left tube is in unsatisfactory position'), ectopic pregnancy with contraceptive device ('ectopic pregnancy/ post-implant pregnancy') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy') in a 34-year-old female patient who had essure (batch no. 810880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude fallopian tube". The patient's medical history included parity 3 (live births: 3 ((B)(6) 1993; (B)(6) 2001; (B)(6) 2011)), abortion (3) and miscarriage. Previously administered products included for chlamydia: zithromax. Concurrent conditions included overweight (bmi: 29.754). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 for female sterilization as well as azithromycin from (B)(6) 2013 to (B)(6) 2014, fluconazole from (B)(6) 2010 to (B)(6) 2014 and ibuprofen since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain ("persistent pelvic pain/pain: pelvic area"), mood swings ("mood swings") and abdominal pain ("pain: abdominal area") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with clonidine, paracetamol (acetaminophen) and surgery (bilateral salpingectomy and pregnancy (termination)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain and abdominal pain was resolving and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menstrual disorder, mood swings, female sexual dysfunction, depression, anxiety and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, female sexual dysfunction, menstrual disorder, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 149 lbs plaintiff suffered physical pain and emotional anguish because of the essure® device. (B)(6) 2014: pathology report: right and left fallopian tube: complete transection confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) and other- left tube is in unsatisfactory position and contrast is seen; on (B)(6) 2011: unilateral occlusion (right tube occluded) and other- left tube is in unsatisfactory position and contrast is seen. Pregnancy test - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: essure devices are seen in place.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure implant/left tube is in unsatisfactory position"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ post-implant pregnancy") and abortion of ectopic pregnancy ("abortion of ectopic pregnancy") in a 34-year-old female patient who had essure (batch no. 810880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude fallopian tube". The patient's medical history included parity 3 (live births: 3 ((B)(6) 1993; (B)(6) 2001; (B)(6) 2011)), abortion (3) and miscarriage. Previously administered products included for chlamydia: zithromax. Concurrent conditions included overweight (bmi: 29.754). Concomitant products included medroxyprogesterone acetate (depo-provera) from 2-(B)(6) 2011 for female sterilization as well as azithromycin from (B)(6) 2013 to (B)(6) 2014, fluconazole from (B)(6) 2010 to (B)(6) 2014 and ibuprofen since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain ("persistent pelvic pain/pain: pelvic area"), mood swings ("mood swings") and abdominal pain ("pain: abdominal area") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with clonidine, paracetamol (acetaminophen) and surgery (bilateral salpingectomy and pregnancy (termination)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain and abdominal pain was resolving and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menstrual disorder, mood swings, female sexual dysfunction, depression, anxiety and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, female sexual dysfunction, menstrual disorder, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 149 lbs plaintiff suffered physical pain and emotional anguish because of the essure® device. (B)(6) 2014: pathology report: right and left fallopian tube: complete transection confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) and other- left tube is in unsatisfactory position and contrast is seen; on (B)(6) 2011: unilateral occlusion (right tube occluded) and other- left tube is in unsatisfactory position and contrast is seen. Pregnancy test - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: essure devices are seen in place.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs received:this is medically confirmed case. Essure lot number was added. Reporter information was added. This case concerns 34 year old patient. Her demographic was updated. Her historical medication/condition and concurrent conditions were added. Lab data was added. Essure indication was amended. Essure removal date was added. Her concomitant and treatment medications were added. Per plaintiff fact sheet following events: abortion of ectopic pregnancy,mood swings), apareunia (inability to have sexual intercourse), depression, mental anguish, weight gain, pain: abdominal area were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy/ post-implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and pelvic pain ("persistent pelvic pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent a laparoscopic removal of the essure implants due to complications from the essure). Essure was removed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure implant/left tube is in unsatisfactory position'), ectopic pregnancy with contraceptive device ('ectopic pregnancy/ post-implant pregnancy') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy') in a 34-year-old female patient who had essure (batch no. 810880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude fallopian tube". The patient's medical history included parity 3 (live births: 3 ((B)(6) 1993; (B)(6) 2001; (B)(6) 2011)), abortion (3) and miscarriage. Previously administered products included for chlamydia: zithromax. Concurrent conditions included overweight (bmi: 29.754). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2011 for female sterilization as well as azithromycin from (B)(6) 2013 to (B)(6) 2014, fluconazole from (B)(6) 2010 to (B)(6) 2014 and ibuprofen since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain ("persistent pelvic pain/pain: pelvic area"), mood swings ("mood swings") and abdominal pain ("pain: abdominal area") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and genital haemorrhage ("abnormal bleeding "). The patient was treated with clonidine, paracetamol (acetaminophen) and surgery (bilateral salpingectomy and pregnancy (termination)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and abdominal pain was resolving, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menstrual disorder, mood swings, female sexual dysfunction, depression, anxiety and weight increased outcome was unknown and the pelvic pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, device dislocation, ectopic pregnancy with contraceptive device, female sexual dysfunction, genital haemorrhage, menstrual disorder, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 149 lbs plaintiff suffered physical pain and emotional anguish because of the essure® device. (B)(6) 2014: pathology report: right and left fallopian tube: complete transection confirmed. Treatment received for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) and other- left tube is in unsatisfactory position and contrast is seen; on (B)(6) 2011: unilateral occlusion (right tube occluded) and other- left tube is in unsatisfactory position and contrast is seen. Pregnancy test - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: essure devices are seen in place. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: abnormal bleeding. Outcome of previously added events pelvic pain was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.